Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-04323. It was reported the patient's scs system was removed last year on an unknown date because the patient complained it was not working properly.